Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that (B)(6) architect (B)(6) combo results were generated for a patient that was pregnant and had recently aborted the fetus. The patient has no prior history of (B)(6) infection. Sample from the patient tested (B)(6) using the alere rapid (B)(6) ab method. There was not enough remaining sample for additional testing. The patient declined to have another sample drawn. The customer is not sure which value is correct. The architect (B)(6) combo result is considered potentially (B)(6). No adverse impact to patient management was reported.

Manufacturer narrative:
Trending review determined no adverse trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Based on the investigation, no deficiency for lot number 34184be00 was identified.